Manufacturer narrative:
It was reported that the compressor could not be turned on, the onsite investigation performed by the field service engineer (fse) concluded that the transformer was defective and wrote in the service report that it was repaired. After repairing the transformer, the compressor worked properly and was released for clinical use. Since no replaced part was returned for investigation, the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor did not switch on. There was no patient involvement. Manufacturer's ref #: (B)(4).